Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported that a revision took place due to poly wear. There has been no further information provided at this point.

Event description:
It was reported that a revision took place due to poly wear. There has been no further information provided at this point.

Manufacturer narrative:
An event regarding alleged rebushing involving an axle from an unidentified device was reported. The event was not confirmed. The exact cause of the event could not be determined as insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.